Manufacturer narrative:
Corrected fields: b5 (event was not found during reprocessing). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material and that it looked like non-organic black rubber. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was reported that all user's handle the device in accordance with the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU: "3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Event description:
Additional information was received. The customer's reported event occurred before an unspecified diagnostic procedure, which was completed using another device. There were no complications with the patient.

Manufacturer narrative:
In addition to the foreign material identified, wrinkles were found on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the evis exera iii colonovideoscope had an insufflation issue and an error message during reprocessing. There was no report of patient or user harm. The device was returned to olympus for evaluation. During inspection, the device was found to have foreign material in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.